Event description:
It was reported that the expiratory bacteria filter needed to be replaced due to expiratory resistance and increasing peep (positive end expiratory pressure). There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
According to the service engineer, the customer had six servo guard filters from the same batch that had to be pulled from patients during one shift on the eve of (B)(6) 2021. The filter(s) caused increased positive end expiratory pressure (peep) on patient with no harm caused. Ventilation was returning to normal after the filter was removed. A batch related problem was suspected. There was no, or very little, water collected in the filters water trap. Furthermore, no nebulizer, which would be associated with rapidly contaminating the filter, was used. The filters were lost during the return and could therefore not be examined. A clogged or otherwise blocked expiratory filter may cause high pressure. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to the alarms for high pressure is generated. The user¿s manual contains a warning that the expiratory airway pressure must be carefully monitored to protect the patient against accidently high airway pressure when using expiratory bacteria filters. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. The conclusion is that the described fault was caused by a clogged or otherwise malfunctioning expiratory bacteria filter and not a ventilator malfunction.

Event description:
Manufacturer¿s ref #: (B)(6).